Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: no adverse consequences, 10 minute delay in procedure. Issue is light source will intermittently shut off during the case. Customer tried re-seating the light cord, and all other troubleshooting techniques and still didn¿t work. They had to reboot unit 3 times during the case and that took about 10 minutes for it to reboot etc. The failure(s) identified in the investigation is consistent with the complaint record. Probable root cause: leaf spring issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.